Event description:
It was reported that the patient presented at clinic for a left ventricular (lv) lead implant procedure. During the procedure, it was found that the lv lead exhibited a high pacing impedance. As a result, the lv lead was not implanted on 29 apr 2025 and successfully replaced. The patient remained stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found no anomalies. No anomalies were detected.